Manufacturer narrative:
A field service representative (fse) evaluated the instrument at the customer's laboratory on (B)(4) 2013. The fse was unable to reproduce the event. When the front panel door was lifted all the way open and secured it did not fall. If the door was pushed halfway up, it fell. A gas spring is attached to the door panel and the instrument. The spring aids in maintaining panel in an up position and in controlling the descent. The gas spring was replaced as a precaution and returned to the manufacturer for further evaluation. The gas spring was tested at (B)(4) manufacturing facility and was found to meet specifications. There is no evidence of malfunction.

Event description:
Laboratory employee was performing daily maintenance on instrument when the front panel door fell from the open position with the edge of the door striking employee's forehead just above the eye. Employee had a small gash that bled and was treated with basic first aid (cleaning) and application of antibiotic cream and band aid). No further medical attention was required. The employee indicated the door had fallen in the past but no one was injured.